Event description:
The patient reported he needed information pertaining to having his scs system explanted. The patient did not indicate the reason he desired to have his scs system explanted. The sjm is to contact the patient as the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.